Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient was admitted due to concern for a vad thrombosis. He presented with high flows, elevated ldh, elevated haptoglobin, signs of hemolysis and neurological dysfunction. Neurological symptoms were resolved, and could have been attributed to a transient ischemic attack (tia). The patient was discharged home with plavix and later discontinued medication after hemolysis labs normalized. The pump ((B)(4)) was not returned to the manufacturer for evaluation as it remains implanted, however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files confirmed one high watt alarm and a slight increase in power consumption; parameters never exceeded normal operating ranges. The root cause for the reported "high power" event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines of inr. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from the site that the spouse stated that the patient "had been confused and forgetful for the past 2 weeks. Patient was stated as having "high flows, power elevations, and hematuria." There also appears to be an "infection at the exit site." Patient was "admitted to the hospital and placed on argatroban." A pump exchange was performed on (B)(6) 2015. It was stated that the patient has been "updated to 1a status on transplant list." No additional information provided.